Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) would not calibrate for the first case of the day. At least three attempts were made to calibrate without success. As a result, an alternate system-1 was employed. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
After the case, the field service representative (fsr) had the ccp attempt three more calibrations on the system in the pump room and send a photograph of the electronic pt gas system (epgs) log screen. The fsr confirmed a failed oxygen (o2) sensor. The fsr downloaded the data logs for the system and installed a new o2 sensor in the epgs. The fsr performed a full inspection of the epgs. The unit operated to MFR specifications and was returned to clinical use. The suspect o2 sensor was returned to the MFR for further eval. The reported complaint was confirmed by lab eval. The o2 sensor was found to be out of specification. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 3.99 volts (specification is 0.55-2.758 volts). When this sensor was installed into a lab-tested epgs connected to a system-1 simulator and central control monitor (ccm), all calibration attempts failed. The o2 sensor was within its service life at the time of failure. This sensor was received on 04/28/2014 and installed on 06/05/2014. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.